Event description:
A hospital in (B)(6) reported that there was clearance between the 22 mm connector of the expiratory limb and the cuff of the expiratory limb of an rt205 adult breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint device was returned to fisher & paykel healthcare for evaluation and was visually inspected. Results: a visual inspection of the returned circuit revealed a gap of 4mm between the connector and tube of the expiratory limb. This is outside of specification. A lot check revealed no other complaints of this nature for the lot number provided and we have no record of any other similar complaints for the rt205 circuit. Conclusion: it is most likely that the operator failed to assemble the tubing correctly and this was not picked up during the visual inspection that is performed on every breathing circuit before it leaves production.